Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The patient indicated that the alleged meter issue started on two days prior, during the morning time. However, the one touch customer advocate (otca) noted that the patient replaced the meter's battery a few days earlier. After replacing the battery, the patient felt as though the meter was not working since the device entered the setup mode. According to the owner's manual, the meter's date/time might need to be updated if the device's battery is reseated or replaced. As a result of the alleged meter issue, the patient reportedly took an increased dose of diabetes medication on the next day, in the morning. The patient was unable to provide the name of the medication that was taken. At an unspecified time on that day, the patient claimed that he developed symptoms of dizziness and shakiness, due to the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what time the symptoms developed, and what actions the patient took before and after the symptoms developed. In addition, it would have been helpful to know if the increased dose of medication was taken before or after the symptoms started. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.